Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on (B)(6) 2018 reporting that status post battery change for the dorsal column stimulation and then status post removal of dorsal column stimulator were on (B)(6) 2017. The cause of the wound infection and disability was status post removal of the dorsal column stimulator on (B)(6) 2017. The patient was still having wound care. No further complications were reported.

Manufacturer narrative:
Other applicable components are:product ID 977a260 lot# va0sewp035 product type lead product ID 3550-29 lot# unknown product type accessory analysis of the implantable neurostimulator (ins) (B)(4) found no anomalies. The returned ins passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the (B)(6) patient was present for a suture removal post lumbar dcs removal on (B)(6)2017. It was reported that their pain was a 9 out of 10 in severity, located in their lower back area. It was reported that the pain radiated down to their left leg to their foot. They denied any incisional drainage or fevers. They were taking pain medications as directed and their appetite had decreased. Bb were with in normal limits. During the physical exam, the patient was alert and oriented x3. The incisional site to the midline lumbar was noted to be clean, dry and intact (c/d/I). No redness, warmth, tenderness, swelling, pain upon palpation or streaking was noted. The sutures were easily removed and the incision remained c/d/I. The wound vac remains in place. The patient was directed to return to the clinic in six to eight weeks. They were told that they could shower, but only to pat dry and not rub or soak the area. The patient was directed that they could drive for a maximum of 15 minutes at a time, but only if they were not taking narcotics. They were directed not to do any pushing, pulling or lifting greater than 5 pounds. They could walk as tolerated on flat surfaces only, no hills or trails. X-rays of their lumbar and thoracic a/p and lateral views would be done at their next visit. It was indicated that the patient remains 100 percent totally disabled. They were directed to continue to change the wound vac with wound care as scheduled for tuesday, thursday and saturday. A medrol dose pack was ordered. It was reported that the preoperative diagnosis was a wound infection of the dorsal column stimulator generator site and the postoperative diagnosis remained the same. An incision and drainage of the left flank wound was performed and the complete generator/stimulator was removed. A mid-thoracic incision was also made to place a wound vac. It was reported that the patient had their ins replaced and had done well, but in the past two days they noticed some swelling in their left buttock area by the incision of the generator. The patient was told about risks, benefits, alternative, and indications for surgery. Risks included the fact that they would take the old stimulator out and then it would be difficult or sometimes impossible to replace the stimulator leads. They understood this and desired to proceed. When the patient¿s wound was opened up there was a seroma grossly. There was no gross infection, and no odor, but the gram stain times two came back positive, with many gram-positive cocci. Due to the fact that came back positive, the stimulator was removed. The patient knew that the whole stimulator would most likely be removed in preoperative consent of the patient. Again, no active bleeding was noted. The patient was brought to the operating room in stable condition. They were intubated without any difficulty, and were placed on the kambin frame on a closed jackson table. The dependent posture was checked and noted to be in good position. A c-arm was then done to confirm the location of the lead in the midline. They then prepped and draped the thoracic lumbar and left the buttock area in the usual sterile manner. They opened the generator incision after the timeout was done and this came out briskly the blood products, liquified blood, blood clot, but no active bleeding noted and no pus. It was reported that two cultures were done. In the meantime, they freed up the generator. They then waited for the cultures. The gram stain cam back positive for many positive cocci times two. They then sterilely opened the midline incision with different instrument and they could see the generator leads going to the stimulator. They had attempted to just pull the generator lead from the generator incision, but it was stuck in the midline. Once they opened the midline and cut the generator lead, they pulled the generator out from the bottom incision without any difficulty and then they again sterilely pulled the midline incision out from the thoracic incision and the stimulator lead came out under c-arm guidance without difficulty. C-arm showed there were no traces of the generator leads. They then pulsavaced the generator lead area of the old pocket (10x10x5 cm). They placed a small wound vac there without difficulty. The midline incision was closed again separately and sterilely with 3-0 vicryl and 3-0 nylon. The patient was then brought to the recovery room in stable condition. Sponge, instrument and needle counts were correct. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, lot# va0sewp035, product type: lead. Product ID: 3550-29, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider. It was reported the patient had re-exploration with removal of entire dorsal column stimulator due to dirty or infected wound. No further information was provided. No further complications were reported/anticipated. The indication for implant was unknown.